Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. He device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30766814) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00555. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4 mm x 39 mm enterprise®2 stent (encr403912 / 7000291) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30766814) and could not pass through the microcatheter. The physician retracted the stent and the microcatheter and observed that the stent had released in the microcatheter. New devices were used to complete the procedure. There was no negative patient impact, no patient adverse event reported. On 26-aug-2022, additional event information was received, the information indicated that the procedure targeting the middle cerebral artery (mca). Adequate and continuous flush was maintained. The stent component of the 4 mm x 39 mm enterprise®2 was no longer on the delivery wire when it was removed from the patient. The stent / stent delivery system did not appear damaged. No other device went through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. The lot number of the microcatheter was confirmed via the response as 30768814. The replacement microcatheter was another150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The replacement stent was not another 4mm x 39mm enterprise 2; information related to the replacement stent was not included. The reported issue did not result in any clinically significant delay in the procedure. On 06-sep-2022, the cerenovus sales representative provided the correct lot number for the 150cm x 5cm prowler select plus microcatheter. The lot number is 30766814.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 19-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00554 and 3008114965-2022-00555. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4 mm x 39 mm enterprise®2 stent (encr403912 / 7000291) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30766814) and could not pass through the microcatheter. The physician retracted the stent and the microcatheter and observed that the stent had released in the microcatheter. New devices were used to complete the procedure. There was no negative patient impact, no patient adverse event reported. On 26-aug-2022, additional event information was received, the information indicated that the procedure targeting the middle cerebral artery (mca). Adequate and continuous flush was maintained. The stent component of the 4 mm x 39 mm enterprise®2 was no longer on the delivery wire when it was removed from the patient. The stent / stent delivery system did not appear damaged. No other device went through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. The lot number of the microcatheter was confirmed via the response as 30768814. The replacement microcatheter was another150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The replacement stent was not another 4mm x 39mm enterprise 2; information related to the replacement stent was not included. The reported issue did not result in any clinically significant delay in the procedure. On 06-sep-2022, the cerenovus sales representative provided the correct lot number for the 150cm x 5cm prowler select plus microcatheter. The lot number is 30766814. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The stent component was found deployed inside the microcatheter hub, which is consistent with the information provided. From the distal end of the microcatheter, three (3) damage areas were noted: it was compressed at 0.5 cm, a flattened section from 1 cm to 2 cm, likely caused by the tightening of the rotating hemostasis valve (rhv), and the third damage was found at 4 cm from the distal end, where the microcatheter was found to be slightly compressed. The distal tip was found to be undamaged (i.e., it was circled shaped). The inner diameter (ID) and outer diameter (od) of the undamaged section were confirmed to be within specifications. The issue documented that the stent became impeded at the distal end of the concomitant microcatheter could not be evaluated through functional testing since the stent became released during its removal from the microcatheter at the time of the procedure. Although the additional information provided indicated that there were no visible kinks nor other damages observed on the microcatheter, it is possible that the compressed area noted at 4 cm from the distal end might have prevented the advancement of the stent without noticing this damage as it is too slight. The flattened area noted from 1 cm to 2 cm from the distal end is suspected to have been caused by the rhv during the microcatheter removal, as otherwise it would have prevented the microcatheter positioning at the target site due to the od increase in this area. The event description and device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There may have been other procedural and clinical factors that cannot be determined during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30766814) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00554 and 3008114965-2022-00555. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This medwatch report was initially submitted on 9/26/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. The follow up number (g.6) was changed from 2 to 3 to ensure that the report passage. The attempt to resubmit follow up 2 report resulted in error message: duplicate report is found for this supplemental report. Please reference FDA ticket (B)(4) for additional details. Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4 mm x 39 mm enterprise®2 stent (encr403912 / 7000291) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30766814) and could not pass through the microcatheter. The physician retracted the stent and the microcatheter and observed that the stent had released in the microcatheter. New devices were used to complete the procedure. There was no negative patient impact, no patient adverse event reported. On 26-aug-2022, additional event information was received, the information indicated that the procedure targeting the middle cerebral artery (mca). Adequate and continuous flush was maintained. The stent component of the 4 mm x 39 mm enterprise®2 was no longer on the delivery wire when it was removed from the patient. The stent / stent delivery system did not appear damaged. No other device went through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. The lot number of the microcatheter was confirmed via the response as 30768814. The replacement microcatheter was another150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The replacement stent was not another 4mm x 39mm enterprise 2; information related to the replacement stent was not included. The reported issue did not result in any clinically significant delay in the procedure. On 06-sep-2022, the cerenovus sales representative provided the correct lot number for the 150cm x 5cm prowler select plus microcatheter. The lot number is 30766814. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The stent component was found deployed inside the microcatheter hub, which is consistent with the information provided. From the distal end of the microcatheter, three (3) damage areas were noted: it was compressed at 0.5 cm, a flattened section from 1 cm to 2 cm, likely caused by the tightening of the rotating hemostasis valve (rhv), and the third damage was found at 4 cm from the distal end, where the microcatheter was found to be slightly compressed. The distal tip was found to be undamaged (i.e., it was circled shaped). The inner diameter (ID) and outer diameter (od) of the undamaged section were confirmed to be within specifications. The issue documented that the stent became impeded at the distal end of the concomitant microcatheter could not be evaluated through functional testing since the stent became released during its removal from the microcatheter at the time of the procedure. Although the additional information provided indicated that there were no visible kinks nor other damages observed on the microcatheter, it is possible that the compressed area noted at 4 cm from the distal end might have prevented the advancement of the stent without noticing this damage as it is too slight. The flattened area noted from 1 cm to 2 cm from the distal end is suspected to have been caused by the rhv during the microcatheter removal, as otherwise it would have prevented the microcatheter positioning at the target site due to the od increase in this area. The event description and device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There may have been other procedural and clinical factors that cannot be determined during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30766814) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00554 and 3008114965-2022-00555. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.